Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had under delivery and had experienced high blood glucose. The customer¿s blood glucose level was 376 mg/dl at time of incident and current blood glucose level was 376 mg/dl. The customer had high blood glucose and many times bolus times out and cannot get it delivered and was treat manually. The customer alleges pump was under delivering because had no delivery error. The customer was advised to remove reservoir, rewind, reinsert reservoir and run load reservoir or fill tubing with current set. The insulin pump will not be returned for analysis.